Event description:
After twin-jet in-line system set up into circuit, unit went "in-operative" due to a flow control problem. Switched out with another ventilator, this one recalibrated and operation checked ok. Pt required ambu-bagging while ventilators switched.